Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The reported blood glucose reading was 23 mmol/l. It was stated that the infusion set was removed and the cannula was dislodged from the customer's skin. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. It was stated that the doctor requested a replacement insulin pump. Nothing further was reported.